Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported replacing the battery too quickly, unit feeling hot. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed sleep current measurement, active current measurement, and self tests. No unexpected blank displays, pump error 23, or heated battery compartment were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery alert occurring @ (B)(6) 2021 08:22, (B)(6) 2021 17:40, (B)(6) 2021 10:56, and (B)(6) 2021 15:50--each alert is within the expected interval of 2 weeks of one another; 58=failed batt test--2 alerts on (B)(6) 2022 @ 15:50 and 16:00. The adapt tool did not list any unusual pump errors whatsoever the case was cut open. After visual inspection, however, there is corrosion in/around the following: battery compartment, battery board; pcba1--j2 force sensor connector,;force sensor. In summary, the customer¿s report of a replacing the battery was confirmed whereas her report of the battery compartment feeling hot was not confirmed during testing. The high current measurements are due mostly to the moisture damage seen in the case--battery compartment and battery board, and the broken vibrator is due to the moisture damage on the battery board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm, died twice after replacing batteries all day and got hot. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that the insulin pump had a low and short battery alarm. Insulin pump did not alarm for replace battery or replace battery now. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.